Manufacturer narrative:
The probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported instrument leaking through the z-head. The issue was attributed to a probe malfunction. The field service engineer replaced the part. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.

Manufacturer narrative:
The probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported instrument leaking through the z-head. The issue was attributed to a probe malfunction. The field service engineer replaced the part. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.